Event description:
A sharps container with bio hazardous sharps was treated by autoclave at 250degf' for 30 minutes in secondary containment per standard procedure. When the sharps container was picked up for collection by an environmental health and safety staff person, three (3) needles were protruding from the sharps container, resulting in a percutaneous injury. A photo is attached that shows three needles embedded in the bio hazardous sharps container wall, and a second photo is attached that shows two of the three needles protruding from the bio hazardous sharps container. Sharps were disposed of uncapped in compliance with cal osha and osha bloodborne pathogens regulations, and this is why it is important for FDA - approved sharps containers to comply with the puncture resistant specification. This biohazardous sharps container failed three times, and this is the first recorded instance of such an extensive device failure. A third photo is attached that shows some of the information for the manufacturer of the biohazardous sharps container, covidien. The record of this incident involving this medical device is submitted by (B)(6), biosafety officer, (B)(6). Three photos of the covidien sharps container arc attached.